Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and to provide the completed investigation results. One 6fr angio-seal vip was returned for evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. The distally mated carrier tube and hemostasis sheath were cut through as can be seen in the attached pictures. The locator and guidewire was returned as well. The tamper tube, anchor and collagen were not returned. The hubs of carrier tube and hemostasis sheath were subject to fluoroscopic examination and no opaque obstructions were noted within these components. The carrier tube hub was then disassembled and microscopically examined and no anomalies were noted. The suture was completely unwound, corresponding to its position after deployment completion. The complaint is confirmed. Based on the returned condition of the device, it is likely that the cut through of the device was carried out to complete the tamping sequence. Since the tamping tube was not returned, the exact cause of this event cannot be conclusively determined. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to lot number being unknown. UDI - unknown due to lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported the angio-seal vip device did not pull through all the way so the physician had to cut down to tamp. Additional information was received on 6/20/2018: after deployment of the foot plate, the angio-seal device was unable to be removed from the body. The inner green tube would not come out of the outer white tube. They had to transect the outer white tube, inner green tube, and suture in the middle body of the catheter, so that they could remove the locking mechanism at the back, along with the tubing. The blood loss was less than 250cc's. The patient is stable, with no reported issues after manual pressure was ultimately used for hemostasis. Manual pressure was used to achieve hemostasis. The procedure outcome was successful.